Event description:
Flexible sigmoidoscopy performed. Patient developed fever, chills, bloody diarrhea and became incontinent of stool six hours after procedure. Symptoms became progressively worse and patient admitted to hospital 48 hours after procedure. Patient re-scoped 72 hours after original procedure. Re-scoping showed "difuse patchy colitis, most likely cidex-induced" per operative report. Sigmoidoscope had been cleaned with cidexdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, performance tests performed, visual examination, other. Results of evaluation: none or unknown. Conclusion: user error contributed to event, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided, inserviced by manufacturer/distributor representative, inserviced by other facility staff, other. Invalid data - on device destroyed/disposed of status.